Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that bolus and alarm history was not available on the pump download since (B)(6) 2014. The reporter stated that the pump was being used from (B)(6) 2014 to the complaint date. The reporter was unable to complete troubleshooting. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.